Event description:
This case was initially received via regulatory authority (FDA, reference number: FDA-2014-n-0736-1873) on 17-oct-2015. The most recent information was received on 01-feb-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic region pain/ pain"), panic attack ("panic attacks") and depression suicidal ("depression (sadness/suicidal thoughts)") in a (B)(6)-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's past medical history included parity 2, gravida ii, parity 2 and cesarean section. Concurrent conditions included body mass index normal, depression, anxiety and panic attacks. Concomitant products included alprazolam (xanax) since 2007, clonazepam (klonopin) from 2002 to 2015 and venlafaxine (effexor) since 2002. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia ("excessive bleeding during period; abnormal periods"), abdominal distension ("severe bloating/ abdominal bloating"), migraine with aura ("migraines (visual aura associated with migraine)"), fatigue ("fatigue"), alopecia ("hair loss") and nausea ("nausea"). In 2006, the patient experienced depression ("depression"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy") with rash, skin irritation and pruritus. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), panic attack (seriousness criterion medically significant) with mood swings, insomnia, paraesthesia, feeling abnormal, confusional state, depressed level of consciousness, memory impairment and amnesia, depression suicidal (seriousness criterion medically significant), vaginal discharge ("discharge (odor/no odor)"), vaginal haemorrhage ("constant spotting"), coital bleeding ("bleeding/spotting after sex"), dyspareunia ("painful intercourse (dyspareunia)"), vulvovaginal pain ("itching, burning, stinging, stabbing of vaginal entrance (vulvodynia)"), vulvovaginal pruritus ("itching vaginal entrance"), loss of libido ("loss of libido"), hot flush ("hot flashes"), night sweats ("night sweats"), premature menopause ("early menopause"), anorgasmia ("sexual dysfunction (unable to orgasm or feel pleasure)"), micturition urgency ("urgent urination"), muscle spasms ("abdominal spasms/ twitching/ fluttering - muscle spasms in back, joint, chest, leg, breast, neck, spine, hip"), dyspepsia ("heartburn"), gastrointestinal disorder ("bowel issues"), dizziness ("dizziness"), dry skin ("dry skin"), tinnitus ("ringing in ears"), hypoaesthesia ("numbness/tingling in extremities (hands/feet)"), peripheral swelling ("swelling of legs or feet/ swelling"), hypertrichosis ("hair growth in new places"), tooth disorder ("dental issues"), weight increased ("weight gain 60 lbs"), sleep apnoea syndrome ("sleep apnea"), hyperhidrosis ("excessive sweating"), pollakiuria ("frequent urination"), hair texture abnormal ("dry hair"), visual impairment ("decreased vision/ vision problems"), dry eye ("dry eyes"), vitreous floaters ("visual floaters"), vision blurred ("blurred vision"), vertigo ("vertigo"), back pain ("lower back pain"), pain in extremity ("legs pain"), neck pain ("neck pain"), oedema ("systemic edema"), sexual dysfunction ("inability to have sexual intercourse (apareunia)"), anxiety ("anxiety"), complication of device removal ("complications from your essure removal") and headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, panic attack, depression suicidal, allergy to metals, menorrhagia, vaginal discharge, vaginal haemorrhage, coital bleeding, dyspareunia, vulvovaginal pain, vulvovaginal pruritus, loss of libido, abdominal distension, hot flush, night sweats, premature menopause, anorgasmia, micturition urgency, muscle spasms, dyspepsia, gastrointestinal disorder, dizziness, dry skin, tinnitus, hypoaesthesia, peripheral swelling, hypertrichosis, tooth disorder, weight increased, sleep apnoea syndrome, hyperhidrosis, pollakiuria, hair texture abnormal, visual impairment, dry eye, vitreous floaters, vision blurred, vertigo, fatigue, alopecia, nausea, depression, back pain, pain in extremity, neck pain, oedema, sexual dysfunction, anxiety and complication of device removal outcome was unknown and the migraine with aura and headache was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, anorgasmia, anxiety, back pain, coital bleeding, complication of device removal, depression, depression suicidal, dizziness, dry eye, dry skin, dyspareunia, dyspepsia, fatigue, gastrointestinal disorder, hair texture abnormal, headache, hot flush, hyperhidrosis, hypertrichosis, hypoaesthesia, loss of libido, menorrhagia, micturition urgency, migraine with aura, muscle spasms, nausea, neck pain, night sweats, oedema, pain in extremity, panic attack, pelvic pain, peripheral swelling, pollakiuria, premature menopause, sexual dysfunction, sleep apnoea syndrome, tinnitus, tooth disorder, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred, visual impairment, vitreous floaters, vulvovaginal pain, vulvovaginal pruritus and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: confirming pelvic pain, chronic systemic problems related to essure implants and nickel allergy. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 1-feb-2018: events added per pfs, fatigue, hair loss, nausea, depression, pelvic region pain, lower back pain, legs pain, neck pain, systemic edema, apareunia (inability to have sexual intercourse), dysmenorrhea (cramping), complications from your essure removal. Event updated: severe bloating/ abdominal bloating, decreased vision/ vision problems, swelling of legs or feet/ swelling, migraines (visual aura associated with migraine). Events occurred in (B)(6) 2006. Medically confirmed case. Historical conditions, concurrent conditions, concomitant medications were added. Essure removed on (B)(6) 2015 by bilateral salpingectomy. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number:(B)(4)) on 17-oct-2015. The most recent information was received on 25-jan-2019. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic region pain/ pain"), panic attack ("panic attacks") and depression suicidal ("depression (sadness/suicidal thoughts)") in a 50-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmaton test". The patient's medical history included parity 2, gravida ii, parity 2 and cesarean section (two). Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included hypersensitivity with penicillin. Concurrent conditions included body mass index normal, depression, anxiety and panic attacks. Concomitant products included alprazolam (xanax) since 2007, clonazepam (klonopin) from 2002 to 2015 and venlafaxine hydrochloride (effexor) since 2002. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive bleeding during period; abnormal periods"). In (B)(6) 2006, the patient experienced vaginal haemorrhage ("constant spotting"), dyspareunia ("painful intercourse (dyspareunia)"), abdominal distension ("severe bloating/ abdominal bloating"), migraine with aura ("migraines (visual aura associated with migraine)"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea") and headache ("headaches") and was found to have weight increased ("weight gain 60 lbs"). In 2006, the patient experienced panic attack (seriousness criterion medically significant) with mood swings, insomnia, paraesthesia, feeling abnormal, confusional state, depressed level of consciousness, memory impairment and amnesia, depression suicidal (seriousness criterion medically significant), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy") with rash, skin irritation and pruritus, 9 years 6 months after insertion of essure (ess205). On an unknown date, the patient experienced vaginal discharge ("discharge (odor/no odor)"), coital bleeding ("bleeding/spotting after sex"), vulvovaginal pain ("itching, burning, stinging, stabbing of vaginal entrance (vulvodynia)"), vulvovaginal pruritus ("itching vaginal entrance"), loss of libido ("loss of libido"), hot flush ("hot flashes"), night sweats ("night sweats"), premature menopause ("early menopause"), anorgasmia ("sexual dysfunction (unable to orgasm or feel pleasure)"), micturition urgency ("urgent urination"), muscle spasms ("abdominal spasms/ twitching/ fluttering - muscle spasms in back, joint, chest, leg, breast, neck, spine, hip"), dyspepsia ("heartburn"), gastrointestinal disorder ("bowel issues"), dizziness ("dizziness"), dry skin ("dry skin"), tinnitus ("ringing in ears"), hypoaesthesia ("numbness/tingling in extremeties (hands/feet)"), peripheral swelling ("swelling of legs or feet/ swelling"), hypertrichosis ("hair growth in new places"), tooth disorder ("dental issues"), sleep apnoea syndrome ("sleep apnea"), hyperhidrosis ("excessive sweating"), pollakiuria ("frequent urination"), hair texture abnormal ("dry hair"), visual impairment ("decreased vision/ vision problems"), dry eye ("dry eyes"), vitreous floaters ("visual floaters"), vision blurred ("blurred vision"), vertigo ("vertigo"), back pain ("lower back pain"), pain in extremity ("legs pain"), neck pain ("neck pain"), generalised oedema ("systemic edema"), female sexual dysfunction ("inability to have sexual intercourse (apareunia)") and complication of device removal ("complications from essure removal"). The patient was treated with surgery (underwent bilateral salpingectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, depression suicidal, allergy to metals, menorrhagia, vaginal discharge, vaginal haemorrhage, coital bleeding, dyspareunia, vulvovaginal pain, vulvovaginal pruritus, loss of libido, hot flush, night sweats, premature menopause, anorgasmia, micturition urgency, muscle spasms, dyspepsia, gastrointestinal disorder, dizziness, dry skin, tinnitus, hypoaesthesia, hypertrichosis, tooth disorder, sleep apnoea syndrome, hyperhidrosis, pollakiuria, hair texture abnormal, visual impairment, dry eye, vitreous floaters, vision blurred, vertigo, alopecia, nausea, depression, back pain, pain in extremity, neck pain, generalised oedema, female sexual dysfunction, anxiety and complication of device removal outcome was unknown, the panic attack, migraine with aura, weight increased, fatigue and headache had resolved and the abdominal distension and peripheral swelling was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, anorgasmia, anxiety, back pain, coital bleeding, complication of device removal, depression, depression suicidal, dizziness, dry eye, dry skin, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastrointestinal disorder, generalised oedema, hair texture abnormal, headache, hot flush, hyperhidrosis, hypertrichosis, hypoaesthesia, loss of libido, menorrhagia, micturition urgency, migraine with aura, muscle spasms, nausea, neck pain, night sweats, pain in extremity, panic attack, pelvic pain, peripheral swelling, pollakiuria, premature menopause, sleep apnoea syndrome, tinnitus, tooth disorder, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred, visual impairment, vitreous floaters, vulvovaginal pain, vulvovaginal pruritus and weight increased to be related to essure (ess205). The reporter commented: per medical record: the essure device was placed per general routine into the right ostia allowing six coils to be noted. Discrepancy in date of insertion (B)(6) 2006 and (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming pelvic pain, chronic systemic problems related to essure implants and nickel allergy. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 25-jan-2019: reporter information was added. Her drug allergy was added. She had recovered from event : weight gain and panic attack and recovering from migraine (previously reported as recovered). Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: (B)(4)) on 17-oct-2015. The most recent information was received on 09-jun-2020. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic region pain/ pain') in a 50-year-old female patient who had essure (ess205) (batch no. 12280461) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included parity 2, gravida ii, parity 2 and cesarean section (two). Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included hypersensitivity with penicillin. Concurrent conditions included body mass index normal, depression, anxiety and panic attacks. Concomitant products included alprazolam (xanax) since 2007, clonazepam (klonopin) from 2002 to 2015 and venlafaxine hydrochloride (effexor) since 2002. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive bleeding during period; abnormal periods"). In (B)(6) 2006, the patient experienced vaginal hemorrhage ("constant spotting"), dyspareunia ("painful intercourse (dyspareunia)"), abdominal distension ("severe bloating/ abdominal bloating"), migraine with aura ("migraines (visual aura associated with migraine)"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea") and headache ("headaches") and was found to have weight increased ("weight gain 60 lbs"). In 2006, the patient experienced panic attack ("panic attacks") with mood swings, insomnia, paraesthesia, feeling abnormal, confusional state, depressed level of consciousness, memory impairment and amnesia, depression suicidal ("depression (sadness/suicidal thoughts)"), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy") with rash, skin irritation and pruritus, 9 years 6 months after insertion of essure (ess205). On an unknown date, the patient experienced vaginal discharge ("discharge (odor/no odor)"), coital bleeding ("bleeding/spotting after sex"), vulvovaginal pain ("itching, burning, stinging, stabbing of vaginal entrance (vulvodynia)"), vulvovaginal pruritus ("itching vaginal entrance"), loss of libido ("loss of libido"), hot flush ("hot flashes"), night sweats ("night sweats"), premature menopause ("early menopause"), anorgasmia ("sexual dysfunction (unable to orgasm or feel pleasure)"), micturition urgency ("urgent urination"), muscle spasms ("abdominal spasms/ twitching/ fluttering - muscle spasms in back, joint, chest, leg, breast, neck, spine, hip"), dyspepsia ("heartburn"), gastrointestinal disorder ("bowel issues"), dizziness ("dizziness"), dry skin ("dry skin"), tinnitus ("ringing in ears"), hypoaesthesia ("numbness/tingling in extremeties (hands/feet)"), peripheral swelling ("swelling of legs or feet/ swelling"), hypertrichosis ("hair growth in new places"), tooth disorder ("dental issues"), sleep apnoea syndrome ("sleep apnea"), hyperhidrosis ("excessive sweating"), pollakiuria ("frequent urination"), hair texture abnormal ("dry hair"), visual impairment ("decreased vision/ vision problems"), dry eye ("dry eyes"), vitreous floaters ("visual floaters"), vision blurred ("blurred vision"), vertigo ("vertigo"), back pain ("lower back pain"), pain in extremity ("legs pain"), neck pain ("neck pain"), generalised oedema ("systemic edema"), female sexual dysfunction ("inability to have sexual intercourse (apareunia)") and complication of device removal ("complications from essure removal"). The patient was treated with surgery (underwent bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, depression suicidal, allergy to metals, menorrhagia, vaginal discharge, vaginal hemorrhage, coital bleeding, dyspareunia, vulvovaginal pain, vulvovaginal pruritus, loss of libido, hot flush, night sweats, premature menopause, anorgasmia, micturition urgency, muscle spasms, dyspepsia, gastrointestinal disorder, dizziness, dry skin, tinnitus, hypoaesthesia, hypertrichosis, tooth disorder, sleep apnoea syndrome, hyperhidrosis, pollakiuria, hair texture abnormal, visual impairment, dry eye, vitreous floaters, vision blurred, vertigo, alopecia, nausea, depression, back pain, pain in extremity, neck pain, generalised oedema, female sexual dysfunction, anxiety and complication of device removal outcome was unknown, the panic attack, migraine with aura, weight increased, fatigue and headache had resolved and the abdominal distension and peripheral swelling was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, anorgasmia, anxiety, back pain, coital bleeding, complication of device removal, depression, depression suicidal, dizziness, dry eye, dry skin, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastrointestinal disorder, generalised oedema, hair texture abnormal, headache, hot flush, hyperhidrosis, hypertrichosis, hypoaesthesia, loss of libido, menorrhagia, micturition urgency, migraine with aura, muscle spasms, nausea, neck pain, night sweats, pain in extremity, panic attack, pelvic pain, peripheral swelling, pollakiuria, premature menopause, sleep apnoea syndrome, tinnitus, tooth disorder, vaginal discharge, vaginal hemorrhage, vertigo, vision blurred, visual impairment, vitreous floaters, vulvovaginal pain, vulvovaginal pruritus and weight increased to be related to essure (ess205). The reporter commented: per medical record: the essure device was placed per general routine into the right ostia allowing six coils to be noted. Discrepancy in date of insertion (B)(6) 2006 and (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming pelvic pain, chronic systemic problems related to essure implants and nickel allergy. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 9-jun-2020: mr received: lot no. Was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: FDA-(B)(4) ) on 17-oct-2015. The most recent information was received on 09-jul-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic region pain/ pain') in a 50-year-old female patient who had essure (ess205) (batch no. 12280461) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included parity 2, gravida ii, parity 2 and cesarean section (two). Previously administered products included for an unreported indication: penicillin. Past adverse reactions to the above products included hypersensitivity with penicillin. Concurrent conditions included body mass index normal, depression, anxiety and panic attacks. Concomitant products included alprazolam (xanax) since 2007, clonazepam (klonopin) from 2002 to 2015 and venlafaxine hydrochloride (effexor) since 2002. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menorrhagia ("excessive bleeding during period; abnormal periods"). In (B)(6) 2006, the patient experienced vaginal haemorrhage ("constant spotting"), dyspareunia ("painful intercourse (dyspareunia)"), abdominal distension ("severe bloating/ abdominal bloating"), migraine with aura ("migraines (visual aura associated with migraine)"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea") and headache ("headaches") and was found to have weight increased ("weight gain 60 lbs"). In 2006, the patient experienced panic attack ("panic attacks") with mood swings, insomnia, paraesthesia, feeling abnormal, confusional state, depressed level of consciousness, memory impairment and amnesia, depression suicidal ("depression (sadness/suicidal thoughts)"), depression ("depression") and anxiety ("anxiety"). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy") with rash, skin irritation and pruritus, 9 years 6 months after insertion of essure (ess205). On an unknown date, the patient experienced vaginal discharge ("discharge (odor/no odor)"), coital bleeding ("bleeding/spotting after sex"), vulvovaginal pain ("itching, burning, stinging, stabbing of vaginal entrance (vulvodynia)"), vulvovaginal pruritus ("itching vaginal entrance"), loss of libido ("loss of libido"), hot flush ("hot flashes"), night sweats ("night sweats"), premature menopause ("early menopause"), anorgasmia ("sexual dysfunction (unable to orgasm or feel pleasure)"), micturition urgency ("urgent urination"), muscle spasms ("abdominal spasms/ twitching/ fluttering - muscle spasms in back, joint, chest, leg, breast, neck, spine, hip"), dyspepsia ("heartburn"), gastrointestinal disorder ("bowel issues"), dizziness ("dizziness"), dry skin ("dry skin"), tinnitus ("ringing in ears"), hypoaesthesia ("numbness/tingling in extremeties (hands/feet)"), peripheral swelling ("swelling of legs or feet/ swelling"), hypertrichosis ("hair growth in new places"), tooth disorder ("dental issues"), sleep apnoea syndrome ("sleep apnea"), hyperhidrosis ("excessive sweating"), pollakiuria ("frequent urination"), hair texture abnormal ("dry hair"), visual impairment ("decreased vision/ vision problems"), dry eye ("dry eyes"), vitreous floaters ("visual floaters"), vision blurred ("blurred vision"), vertigo ("vertigo"), back pain ("lower back pain"), pain in extremity ("legs pain"), neck pain ("neck pain"), generalised oedema ("systemic edema"), female sexual dysfunction ("inability to have sexual intercourse (apareunia)") and complication of device removal ("complications from essure removal"). The patient was treated with surgery (underwent bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, depression suicidal, allergy to metals, menorrhagia, vaginal discharge, vaginal haemorrhage, coital bleeding, dyspareunia, vulvovaginal pain, vulvovaginal pruritus, loss of libido, hot flush, night sweats, premature menopause, anorgasmia, micturition urgency, muscle spasms, dyspepsia, gastrointestinal disorder, dizziness, dry skin, tinnitus, hypoaesthesia, hypertrichosis, tooth disorder, sleep apnoea syndrome, hyperhidrosis, pollakiuria, hair texture abnormal, visual impairment, dry eye, vitreous floaters, vision blurred, vertigo, alopecia, nausea, depression, back pain, pain in extremity, neck pain, generalised oedema, female sexual dysfunction, anxiety and complication of device removal outcome was unknown, the panic attack, migraine with aura, weight increased, fatigue and headache had resolved and the abdominal distension and peripheral swelling was resolving. The reporter considered abdominal distension, allergy to metals, alopecia, anorgasmia, anxiety, back pain, coital bleeding, complication of device removal, depression, depression suicidal, dizziness, dry eye, dry skin, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastrointestinal disorder, generalised oedema, hair texture abnormal, headache, hot flush, hyperhidrosis, hypertrichosis, hypoaesthesia, loss of libido, menorrhagia, micturition urgency, migraine with aura, muscle spasms, nausea, neck pain, night sweats, pain in extremity, panic attack, pelvic pain, peripheral swelling, pollakiuria, premature menopause, sleep apnoea syndrome, tinnitus, tooth disorder, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred, visual impairment, vitreous floaters, vulvovaginal pain, vulvovaginal pruritus and weight increased to be related to essure (ess205). The reporter commented: per medical record: the essure device was placed per general routine into the right ostia allowing six coils to be noted. Discrepancy in date of insertion (B)(6) 2006 and (B)(6) 2006. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming pelvic pain, chronic systemic problems related to essure implants and nickel allergy. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on 9-jul-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Event was initially received via regulatory authority (FDA, reference number: (B)(4)) on (B)(6) 2015. The most recent information was received on 22-oct-2018. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic region pain/ pain"), panic attack ("panic attacks") and depression suicidal ("depression (sadness/suicidal thoughts)") in a 50-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmaton test". The patient's past medical history included parity 2, gravida ii, parity 2 and cesarean section. Concurrent conditions included body mass index normal, depression, anxiety and panic attacks. Concomitant products included alprazolam (xanax) since 2007, clonazepam (klonopin) from 2002 to 2015 and venlafaxine (effexor) since 2002. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia ("excessive bleeding during period; abnormal periods"), dyspareunia ("painful intercourse (dyspareunia)"), abdominal distension ("severe bloating/ abdominal bloating"), migraine with aura ("migraines (visual aura associated with migraine)"), fatigue ("fatigue"), alopecia ("hair loss") and nausea ("nausea"). In 2006, the patient experienced depression ("depression"). On (B)(6) 2015, 9 years 6 months after insertion of essure (ess205), the patient experienced allergy to metals ("nickel allergy") with rash, skin irritation and pruritus. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), panic attack (seriousness criterion medically significant) with mood swings, insomnia, paraesthesia, feeling abnormal, confusional state, depressed level of consciousness, memory impairment and amnesia, depression suicidal (seriousness criterion medically significant), vaginal discharge ("discharge (odor/no odor)"), vaginal haemorrhage ("constant spotting"), coital bleeding ("bleeding/spotting after sex"), vulvovaginal pain ("itching, burning, stinging, stabbing of vaginal entrance (vulvodynia)"), vulvovaginal pruritus ("itching vaginal entrance"), loss of libido ("loss of libido"), hot flush ("hot flashes"), night sweats ("night sweats"), premature menopause ("early menopause"), anorgasmia ("sexual dysfunction (unable to orgasm or feel pleasure)"), micturition urgency ("urgent urination"), muscle spasms ("abdominal spasms/ twitching/ fluttering - muscle spasms in back, joint, chest, leg, breast, neck, spine, hip"), dyspepsia ("heartburn"), gastrointestinal disorder ("bowel issues"), dizziness ("dizziness"), dry skin ("dry skin"), tinnitus ("ringing in ears"), hypoaesthesia ("numbness/tingling in extremeties (hands/feet)"), peripheral swelling ("swelling of legs or feet/ swelling"), hypertrichosis ("hair growth in new places"), tooth disorder ("dental issues"), weight increased ("weight gain 60 lbs"), sleep apnoea syndrome ("sleep apnea"), hyperhidrosis ("excessive sweating"), pollakiuria ("frequent urination"), hair texture abnormal ("dry hair"), visual impairment ("decreased vision/ vision problems"), dry eye ("dry eyes"), vitreous floaters ("visual floaters"), vision blurred ("blurred vision"), vertigo ("vertigo"), back pain ("lower back pain"), pain in extremity ("legs pain"), neck pain ("neck pain"), generalised oedema ("systemic edema"), female sexual dysfunction ("inability to have sexual intercourse (apareunia)"), anxiety ("anxiety"), complication of device removal ("complications from essure removal") and headache ("headaches"). The patient was treated with surgery (bilateral salpingectomy). Essure (ess205) was removed. At the time of the report, the pelvic pain, panic attack, depression suicidal, allergy to metals, menorrhagia, vaginal discharge, vaginal haemorrhage, coital bleeding, dyspareunia, vulvovaginal pain, vulvovaginal pruritus, loss of libido, hot flush, night sweats, premature menopause, anorgasmia, micturition urgency, muscle spasms, dyspepsia, gastrointestinal disorder, dizziness, dry skin, tinnitus, hypoaesthesia, hypertrichosis, tooth disorder, weight increased, sleep apnoea syndrome, hyperhidrosis, pollakiuria, hair texture abnormal, visual impairment, dry eye, vitreous floaters, vision blurred, vertigo, fatigue, alopecia, nausea, depression, back pain, pain in extremity, neck pain, generalised oedema, female sexual dysfunction, anxiety and complication of device removal outcome was unknown, the abdominal distension, migraine with aura and peripheral swelling was resolving and the headache had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, anorgasmia, anxiety, back pain, coital bleeding, complication of device removal, depression, depression suicidal, dizziness, dry eye, dry skin, dyspareunia, dyspepsia, fatigue, female sexual dysfunction, gastrointestinal disorder, generalised oedema, hair texture abnormal, headache, hot flush, hyperhidrosis, hypertrichosis, hypoaesthesia, loss of libido, menorrhagia, micturition urgency, migraine with aura, muscle spasms, nausea, neck pain, night sweats, pain in extremity, panic attack, pelvic pain, peripheral swelling, pollakiuria, premature menopause, sleep apnoea syndrome, tinnitus, tooth disorder, vaginal discharge, vaginal haemorrhage, vertigo, vision blurred, visual impairment, vitreous floaters, vulvovaginal pain, vulvovaginal pruritus and weight increased to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 25.8 kg/sqm. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: confirming pelvic pain, chronic systemic problems related to essure implants and nickel allergy. Quality-safety evaluation of ptc: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect. Further company follow-up with the regulatory authority or consumer is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2018: outcome of event abdominal bloating and swelling of legs or feet/ swelling and headaches was recovering. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.